Event description:
Hcp reported the family member heard a pump low battery alarm on 6/2002. The patient "may have had some increase in spasticity, but it would be hard to tell because patient has a lot of seizures." No dye studies were done. The pump was explanted and replaced. The patient will be seen in the clinic soon for follow up. The office has not heard of any problems from the patient's family.